Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference manufacturer report: 1627487-2018-00140. It was reported the company representative met with the patient for ineffective therapy. Attempts at reprogramming the scs system were unsuccessful. The patient had x-rays which confirmed the leads had migrated. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2 : reference manufacturer report: 1627487-2018-00140. Follow up information indicated the patient had lead revision which resolved the issue.